Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic sigmoidectomy, the device felt different from usual. The heat insulator on the jaw hinge detached within a few minutes of use. Nothing fell into the patient cavity. There was no patient harm, and a new device from the same lot was used to continue the procedure. Operating time was not extended.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.